Event description:
It was reported that approx. 45 months after implant, vf episodes were observed. No shock was delivered. Before the explant the pacing and shock impedances were in range (460 and 87 ohms). No further detailed information about electrical values is available. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt, the lead was found cut into two parts. Both parts were subjected to an extensive analysis, including a visual and electrical inspection. Signs of abrasion were observed along the distal lead fragment. In the distal part of the lead the insulation was found damaged. This finding can be seen as the root cause of the oversensing episodes mentioned in the complaint description. Based on the location of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Further damages such as the deformations of the shock coil and the fracture of the conductor cable to the shock coil most likely occurred due to strong pulling forces during the extraction of the lead. The analysis did not reveal any sign of a material or manufacturing problem.